Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), vaginal infection ("bladder/urinary problems:vaginal infection"), fatigue ("other injuries/symptoms:fatigue"), migraine ("other injuries/symptoms:migraine"), alopecia ("other injuries/symptoms:hair loss"), allergy to metals ("metal allergy") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, vaginal infection, fatigue, migraine, alopecia, allergy to metals and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: pelvic/abdominal pain, dyspareunia, menorrhagia. Discrepancy: previous date of insertion was (B)(6) 2012. In current ppf date of insertion: (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia(heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems:vaginal discharge"), vaginal infection ("bladder/urinary problems:vaginal infection"), fatigue ("other injuries/symptoms:fatigue"), migraine ("other injuries/symptoms:migraine"), alopecia ("other injuries/symptoms:hair loss"), allergy to metals ("metal allergy") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, heavy menstrual bleeding, vaginal discharge, vaginal infection, fatigue, migraine, alopecia, allergy to metals and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dyspareunia, fatigue, heavy menstrual bleeding, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: pelvic/abdominal pain, dyspareunia, menorrhagia. Discrepancy: previous date of insertion was (B)(6) 2012. In current ppf date of insertion: (B)(6) 2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder / urinary problems: vaginal discharge"), vaginal infection ("bladder / urinary problems: vaginal infection"), fatigue ("other injuries / symptoms: fatigue"), migraine ("other injuries / symptoms: migraine"), alopecia ("other injuries / symptoms: hair loss"), allergy to metals ("metal allergy") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, vaginal infection, fatigue, migraine, alopecia, allergy to metals and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for: pelvic/abdominal pain, dyspareunia, menorrhagia. Discrepancy: previous date of insertion was (B)(6) 2012. In current ppf date of insertion: (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain and new events abdominal pain, dyspareunia, menorrhagia, vaginal discharge, vaginal infection, fatigue, migraine, hair loss, metal allergy, bloating, device monitoring procedure not performed were added. Date of insertion was updated. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.